Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000159660.

Event description:
It was reported that the patient experienced uncomfortable stimulation. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is causing the uncomfortable stimulation.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates reprogramming for both leads did not resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 to reposition the leads. Therapy was restored post-operatively.